Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer called in to report that the insulin pump would not turn on. Customer stated that the battery had to be changed several times and the device will not hold a charge. Customer also stated that she has dropped her device over 20 times usually because it falls out of her belt clip. The customer's blood glucose level at time of call was 276 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with blank display due to solder joint broken. The insulin pump was unable to perform the current test, displacement, rewind, basic occlusion, occlusion, excessive no delivery and prime test due to blank display. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.